Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded damage on keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 240 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.